Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing more stimulation on the left side and not on the right side where he needs it most. Follow up identified the patient may undergo surgical intervention to address the issue.